Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event associated with the device.

Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the device overheating. Corrosion damage can cause increased heat production due to increased friction between the moving components.